Event description:
It is reported that the surgeon revised a nexgen lps knee due to instability. It was discovered that the post of the articulating surface was broken/separated from the surface itself.

Manufacturer narrative:
(B) (4). This report will be amended when our investigation is complete.